Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 560 mg/dl with moderate traces of ketones, and went to the emergency room (ER) on (B)(6) 2017. While at the ER, the customer was treated with intravenous (IV) insulin drip and IV fluids. A few hours later, the customer was admitted to the intensive care unit (ICU) from the ER, and was treated with IV drip and fluids. Reportedly, the contact believes there was issue with the customer's site and that the cannula may have been damaged; however, the site was discarded and unavailable for troubleshooting to be performed. System check with tandem technical support was performed and it was found that the insulin vial was open for less than one week prior to filling the cartridge. On (B)(6) 2017, the customer was released from the hospital with the issue resolved and no permanent damage to the customer.